Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module and the air gas module were replaced and returned for investigation. The o2 gas module and the air gas module regulates the inspiratory oxygen and air gas flow to the patient. The reported alarm for high o2-concentration was not reproduced during test of the returned o2 gas module and air gas module in a ventilator. No alarms were generated during ventilation. A deviation during tests in the production test system was found, indicating that the gas modules are on the boarder to oscillate. Evaluation of the received device logs shows that the matching event on september 18 during the time period 15:00 to 12:27 the next day, had several alarms for high o2 concentration. The pre-use check was confirmed to be successful both before and after the event. Based on the device log evaluation and the outcome from the production test system our conclusion is that the problem was intermittent characteristic and that the event was likely caused by the nozzle units. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person:(B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).